Event description:
On (B)(6) 2012 the reporter contacted animas for a communication issue between the pump and the meter remote, and noted that boluses were not showing in the pump's histories. The reporter performed an air bolus while on the phone with animas customer support, and the bolus amount did not record in the pump history. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported due to the allegation that bolus delivery was not being appropriately recorded by the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the complaint of boluses not being recorded in the pump history. Boluses were performed successfully via pump or meter remote and recorded successfully in pump history. Additional information: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.